Manufacturer narrative:
When reviewing similar reportable events, we have found a number of cases with similar fault description (castors loosened or broken off), which were found to be events mainly related to use errors including maintenance not being correctly performed, as per the device labeling. The number of sold devices (b)(3) with comparison to the number of claims registered in our complaint handling database for alenti is considered to be acceptable. No trend is observed. The age of the device is significant when this kind of the malfunction is occurring. Looking at the date of the production of this device, it was manufactured in 2002 and has already passed its operational time three years ago. "The useful life of this equipment, unless otherwise stated, is ten (10) years, subject to preventative maintenance being carried out in accordance with the instructions for care and maintenance" (alenti, operating and daily maintenance instructions 04.cd.02 rev. 6 dated on april 2000, page 4). Unscrewed castor, such us investigated here, is shown to be an unlikely occurrence. Any such occurrence taking place might be accelerated by: - lack of the preventive maintenance. - degenerate loctite after a long period of time - blocked castor by hair and debris causing them to stop swirling over a long period of time while still being used, causing the loctite bond to be breached and turned loose. The first two theories do not appear to apply here, as it appears the device was correctly maintained, despite its age. The third theory appears plausible, however we have no customer indication of the wheel being blocked previously, nor any other proof that would allow us to conclude it. As a result, despite our best efforts, we cannot come to finding and presenting a root cause for this complaint. We have not been able to find any contributing manufacturing anomalies. The device was outside of its intended lifetime at the time of the event. This complaint is reported in abundance of caution. The device was being used for patient care at the time of the event, it was not to specification due to the user not having followed the lifetime indications in the labelling. The device did not play a role in an actual adverse event.

Event description:
Arjohuntleigh has received a complaint where it was indicated that a castor has separated from the chassis of the alenti hygienic chair. This happened because a front right castor bolt has loosened and fell off. There was a patient on the chair when this malfunction happened. Two personal service workers assisted to maneuver the patient to safety and finish the transfer. There was no incident reported and no injury, the device's safety belt was in use at the time. The device was evaluated by an arjohuntleigh representative, who confirmed that the castor fell off the chassis as the nut has unscrewed from the bolt which holds the castor on the chassis.